Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance revealed that the catheter was returned without any blood visible. There was thick contrast visible in the balloon and in the inflation lumen. The protective sheath was not returned. The stent was completely dislodged from the catheter when returned. No damage to the stent was noted. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube at the strain relief tubing and at the guide wire exit notch. No other damage to the catheter was noted. The tip seal length met manufacturing criteria. A laser micrometer was used to measure the stent outer diameters and they met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the device dislodged from the stent delivery system (sds) when the protective sheath was removed. Quality assurance analysis confirmed that the stent was not on the balloon when received; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip seal length and the stent outer diameters were found to be within specification. No damage to the stent was noted. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The protective sheath was not returned for analysis, which may have aided in the investigation. No conclusive root cause can be determined; however, there does not appear to be a product quality problem. In addition, a bend in the hypotube was noted. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott for evaluation. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) when the protective sheath was removed prior to patient involvement. No additional event or patient information is available.